Event description:
Customer reported the insulin pump was alarming. Customer's blood glucose was 113 mg/l. Alarm and possible causes were explained to the customer. Alarm did not occur during the rewind or prime sequence. Customer was advised to clear alarm. Customer was advised disconnect and remove the reservoir. Customer did a bolus in the air and the device recorded the bolus. The device failed self test. Temp basal was not programmed when performed. No further information reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Failure analysis revealed that the insulin pump passed the self test. No error alarm noted. The unit did not count up by its own during our testing. Minor scratched lcd window, cracked display window corners, and cracked reservoir tube lip. The device did communicate properly with one touch ultralink meter.